Manufacturer narrative:
(B)(4). Medical devices: ep-105995 ¿ e-poly ringloc max rom acetabular liner ¿ 191750; 11-103206 ¿ modular lateralized taperloc femoral stem ¿ 828730; 11-363660 ¿ modular head - 415290; therapy date: (B)(6) 2009. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -06372; 0001825034 -2018 -06381; 0001825034 -2018 -06382.

Event description:
It was reported patient underwent right hip revision approximately 17 months post implantation due to infection. During the procedure an antibiotic spacer was placed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event confirmed due to medical records received from the customer. No device was returned for evaluation. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.